Event description:
It was reported that during a call, the autopulse platform displayed a user advisory 13 (battery fault detected). The customer exchanged the battery and then continued to use the platform. Information regarding the patient is unknown. However, no adverse patient sequelae was reported. No further information regarding the patient call was provided.

Manufacturer narrative:
Customer also reported that after the call, while the autopulse platform was being tested on a mannequin, a user advisory 3 (error communicating with battery controller) message was displayed. Customer does not have information regarding the morning or daily check of the unit. Product in complaint was returned to zoll 02/25/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the load plate cover was damaged and the lifeband was loose. The autopulse platform was turned on/off with no problems observed. The platform was run with li-ion battery (s/n (B)(4)) that was returned with the platform, using a large resuscitation test fixture (lrtf) for 20 minutes and no anomalies or errors were exhibited. Unrelated to the reported complaint, it was observed that the lifeband was unable to lock into place and kept falling off. It was observed that the channel roller assembly was defective. A review of the archive was performed and the reported complaint of the platform exhibiting a ua13 (battery fault detected) and a ua3 (error communicating with battery controller) fault were not observed on the reported event date of (B)(6) 2015. However, the following errors: warning 1 (low battery warning), ua2 (compression tracking error), ua18 (max take-up revolutions exceeded) and ua45 (not at "home" position after power-on/restart) did occur on the reported event date. The archive also showed that the platform performed 2,243 compressions for 32 minutes without any problems on (B)(6) 2015. Warning 1 (low battery warning), provides an indication to inform the user that the battery is getting low and will need to be replaced shortly. The platform displayed this fault after li-ion battery (s/n 10583) had been in use for over 28 minutes continually. The expected run-time for a fully charged li-ion battery is 30 minutes, and therefore this battery ran for the expected timeframe. Per autopulse technical service guide (p/n 11377-006), a ua 2 will present when the platform detects a change in lifeband tension. This advisory happens when either the patient or the lifeband is out of position, or if the lifeband is opened during active operation. Per autopulse technical service guide (p/n 11377-006), a ua18 is shown when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. As the archive did not record a change in the load, it can been concluded that there was no patient on the platform when the ua was exhibited. Ua45 is most commonly displayed when the lifeband straps are not fully extended before pressing start. The autopulse is designed to exhibit ua's to prevent patient harm. A review of the archive was performed to assess the customer's battery management practices. Review of the archive shows that the customer is properly maintaining their batteries, however daily checks of the platform are not being performed as recommended in the IFU. Based on the investigation the parts identified for replacement are the channel roller assembly and the load plate cover. No parts were replaced to remedy the customer's reported complaint of the platform exhibiting ua3 and ua13. The customer's reported complaint that the platform exhibited a ua3 and ua13 could not be confirmed as neither user advisories were observed in the archive and did not occur during functional testing. The root cause for both errors could not be determined. The platform underwent and passed all final functional testing.